Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient experienced diarrhea and withdrawal. The patient experienced increased baseline pain. The patient heard the dual tone alarm on (B)(6) 2010 and the week prior. The pump was refilled the week prior to (B)(6) 2010. The patient was given oral medication by the hcp (healthcare provider). The patient heard a critical alarm; the alarm was not confirmed when the pump logs were checked. The patient heard the alarm twice before this episode. When the pump was checked during prior episodes, the logs showed no alarm. For the last 6 months, a week prior to refill procedures the patient noticed increased pain. The pump programming was correct. There has been a volume discrepancy, but was ? Within specifications. It was unknown by the reporter if the discrepancy was consistent since implant. The pump delivered dilaudid 40mg/ml, clonidine 17mcg/ml and marcaine 2.7mg/ml. Additional information has been requested, but was not available as of the date of this report.